Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited poor but unchanged atrial sensing thresholds. The lead remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that reprogramming was done.